Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 71 mg/dl. No significant events leading to the alarm were noted. The customer was advised that during seating, the force sensor may have not detected the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded and loose drive support disk. The device had minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.